Event description:
A malfunction alarm was reported on the pump, but there were no notable events that led to the malfunction. Blood glucose levels did not exceed 500 mg/dl, remaining within a normal range. The customer reverted to an alternate method of insulin therapy.